Event description:
It was reported the customer was off the insulin pump for a year. Customer's father they started the device and the device three different alarms. Customer's father was unsure if the battery was left in. Customer's father stated they were unable to upload. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The pump was monitored for several days, and no alarm was noted. The pump passed the error test. However, the pump was unable to download to the carelink software due to an alarm found in the alarm history screen. The alarm was due to a corrupted history file. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.